Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one to one and half hours after starting treatment with polyflux 170h, an external dialysate leak was observed from the welding seam between the header and housing. No issue was observed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product with the naked eye showed the product contaminated. After the disinfection, a leakage test of the dialysate side was performed, and no leakage was observed. A leakage test of the blood side was performed, and no leakage observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.